Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 399860, lot# n27034, implanted: (B)(6) 2005, product type: lead. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
The patient reported turning up stimulation six weeks ago. She was in a lot of pain and went to turn up stimulation again and saw "ER." The manufacturer representative (rep) informed the patient that the device needed to be replaced. The device was dead. The patient's physician was going to be (B)(6) 2015. The patient was in a lot of pain. The patient was having an implantable neurostimulator (ins) replacement. The rep did not know if it was due to expected depletion, the status of the ins or of any therapy issues. Replacement was scheduled for (B)(6) 2015. Patient indicated for failed back surgery syndrome.

Event description:
The patient reported that surgery occurred on (B)(6) 2015 to replace the battery since it had gone dead. The patient indicated so far so good as for resolving the pain and dead ins.